Event description:
Caller reported an alarm related to an occlusion event, with similar issues occurring on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. The customer did not make any changes and resumed insulin usage, but due to frequent occlusion issues, was transferred for additional assistance.